Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no visual damage. Functional analysis was completed by setting up the device and performing aspiration testing. The device tip was submerged in a beaker of fluid and the device was run for a period of one minute. Test results showed that this device did not perform as intended as the device withdrew 3ml of fluid in the one minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the catheter's suction stopped working. A 2.4mm jetstream xc atherectomy catheter was selected for a patient atherectomy procedure in the superficial femoral artery. The lesion was not tortuous, but was occluded with 30-50% of calcification. During the procedure, the suction of the catheter stopped working while the rotation and infusion continued to function. The physician observed that there was no more flow in the tubings leading to the waste bag. No error message occurred when this issue occurred. The physician did not know the cause of the issue as the lesion was, in his opinion, standard with no major thrombus, and was not particularly narrow or strongly calcified. No visible defects were noted with the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the catheter's suction stopped working. A 2.4mm jetstream xc atherectomy catheter was selected for a patient atherectomy procedure in the superficial femoral artery. The lesion was not tortuous, but was occluded with 30-50% of calcification. During the procedure, the suction of the catheter stopped working while the rotation and infusion continued to function. The physician observed that there was no more flow in the tubings leading to the waste bag. No error message occurred when this issue occurred. The physician did not know the cause of the issue as the lesion was, in his opinion, standard with no major thrombus, and was not particularly narrow or strongly calcified. No visible defects were noted with the catheter. The procedure was completed with another of the same device. No patient complications were reported.